Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that during a scheduled supply change, insulin leaked externally from the pump after a filled cartridge was inserted, with no insulin observed in the tubing or infusion set and no visible damage to the connector or cartridge; the cartridge appeared partially emptied, and the user replaced it and successfully completed a new change process, with blood glucose remaining in range. Symptoms included no adverse clinical effects. Outcomes included no impact on activities of daily living and no medical intervention. Investigation included a review of device history and device/production records, and an evaluation of complaint history and labeling. Investigation of this case revealed that the event was not replicated, no device malfunction trend was identified, and use of a new cartridge resolved the issue. It was concluded that the event was user remediated with troubleshooting and education, and a definitive root cause could not be determined.